Event description:
It was reported that the patient presented for routine check and found non sustained lead noise episodes due to intermittent undersensing of r-waves. The device was reprogrammed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.